Event description:
Event description cpi received information that the sensing leads myocardial unipolar (4312's) could not be used for pacing. There were no pacing thresholds available. Pacing impedance is greater than 1000 ohms. The patient did not require any pacing. The normal brady and post-shock brady features were turned off. They are going to monitor the patient. The leads remain implanted at this time.